Event description:
Reporter alleged discrepant blood glucose values of 455 mg/dl on his mother's advantage system compared to 172 mg/dl while testing within 5 minutes. No actions or treatment reported. No adverse event reported. A request was made for the return of the suspect product and replacement product was sent.